Event description:
It was reported that during a thrombectomy procedure for a dialysis patient, the catheter balloon failed to inflate upon initial use and was found to have ruptured upon removal and inspection. A second catheter was utilized, and while the first thrombectomy attempt was successful, the balloon ruptured immediately upon initiation of the second thrombectomy, leading to discontinuation of its use. A third catheter of the same product was subsequently used to successfully complete the procedure. No patient injury was reported. Note: this is report 2 of 2 related to the second catheter used in the event.

Manufacturer narrative:
The device was not for returned for evaluation. Therefore, an investigation could not be performed, and the definitive root cause of the reported incident could not be determined. It is possible that procedural factors/anatomical features such as calcification, or plaque caused/contributed to the reported issue. The IFU provides the following warning related to the complications possible when using these devices: in common with other catheterization procedures, complications may occur. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, rupture of aneurysm, arterial spasm, distal embolus of blood clots or arteriosclerotic plaque, arterial dissection, and hemorrhage. Exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. Excessive handling during insertion, or plaques and other deposits within the vessel may damage the balloon and can increase the possibility of balloon rupture. The possibility of balloon rupture must be taken into account when considering the risks involved in the catheterization procedure. Due to the increased rate of occurrence of this issue, CAPA 2024-007 was previously implemented to document further investigation of this failure. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification. We have not received any other complaints of a similar nature for devices from this lot. Note: this is report 2 of 2 related to the first catheter used in the event.